Manufacturer narrative:
Result: defective cpu board and a head-end lift coupler.

Event description:
It was reported by service report that the bed was stuck in the upright position. It is unknown if there was patient involvement or adverse consequences to report.